Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo 12.1 implantable collamer lens, -9.0 diopter in to the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation (the lens was returned dry in the case/vial; visual inspection found unspecified foreign material on surface and haptic torn). (B)(4).